Event description:
High back wheelchair reclined without warning and pt almost fell out. Pt was sitting in high back wheelchair when it suddenly reclined without warning. Staff was unable to fix issue. They contacted optum hospice who called (B)(6) for a service call. The pt did not fall out of chair or sustain any injury. Was at high risk of fall when wheelchair back gave way without warning. Provided by (B)(6). Dates of use: (B)(6) 2015. Reason for use: non-ambulatory.